Event description:
Jada system did not work/it did not control the hemorrhage [device ineffective]. Case narrative: this spontaneous report originating from united states was received from a physician via clinical account specialist (cas), referring to a non-pregnant female patient of unknown age. The patient's medical history, past drugs/ allergies and concomitant medications were not reported. This report concerns 1 patient and 1 device. The physician reported that her colleagues (unspecified) stated that on an unknown date, there was an instance when the patient was inserted with vacuum-induced hemorrhage control system (jada system), intravaginally for postpartum hemorrhage (postpartum haemorrhage), by an unspecified healthcare provider, however, the vacuum-induced hemorrhage control system (jada system) did not work (device ineffective) and her healthcare provider had to use surgical interventions (unspecified). Reportedly, the patient sought medical attention. No further details were available at the time of reporting. It was unknown if the vacuum-induced hemorrhage control system (jada system) was available for evaluation. For vacuum-induced hemorrhage control system (jada system), the lot number and the serial number were not available. Upon internal review, the event of device ineffective was considered to be serious due to required intervention. This was one of the six reports received from the same reporter. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Therefore, priority quality investigation will not be completed. Medical device reporting criteria: serious injury FDA code: (health effects - health impact per annex f): 4624 surgical intervention (one or more surgical procedures was required, or an existing procedure changed). Follow up information was received from the physician (also reported as "nurse manager") via sales contractor on 21-jul-2023. Patient's concurrent condition included accreta. The vacuum-induced hemorrhage control system (jada system) was placed in the operating room (or), and it did not control the hemorrhage, so they removed the vacuum-induced hemorrhage control system (jada system) and placed a bakri. No additional information provided. FDA code: (health effects - health impact per annex f): 4641 unexpected medical intervention (patient required an unforeseen medical intervention, excluding surgery, which was not on the original treatment plan). This report is being downgraded due to that it is no longer serious injury. Local comments: manually scheduled report after fixing the generation failure received.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada system did not work [device ineffective]. Case narrative: this spontaneous report originating from united states was received from a physician via clinical account specialist (cas), referring to a female patient of unknown age. The patient's medical history, past drugs/ allergies and concomitant medications were not reported. At the time of reporting, the patient was not pregnant. This report concerns 1 patient and 1 device. The physician reported that her colleagues (unspecified) stated that on an unknown date, there was an instance when the patient was inserted with vacuum-induced hemorrhage control system (jada system), intravaginally for postpartum hemorrhage, by an unspecified healthcare provider, however, the vacuum-induced hemorrhage control system (jada system) did not work (device ineffective) and her healthcare provider had to use surgical interventions (unspecified). Reportedly, medical attention was requested. No further details were available at the time of reporting. It was unknown if the vacuum-induced hemorrhage control system (jada system) was available for evaluation. For vacuum-induced hemorrhage control system (jada system), the lot number and the serial number were not available. Upon internal review, the event of device ineffective was considered to be serious due to required intervention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Therefore, priority quality investigation will not be completed. Medical device reporting criteria: serious injury. This was one of the six reports received from the same reporter. FDA code: (health effects - health impact per annex f): 4624 surgical intervention (one or more surgical procedures was required, or an existing procedure changed).